Event description:
Customer reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Customer confirmed using the tandem charging cable and wall adapter, and after leaving the pump plugged into a working outlet for at least 30 minutes, the issue was resolved as the pump began charging, with no further assistance required.